Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt experienced a constant, sharp pain and a pins and needles feeling where the battery was implanted to the hip. The pt felt radiating heat over the stimulation system, shocking, and stimulation on the wrong side of the body. The symptoms were felt at the ins location and the lead-extension connection location. The symptoms began after implanted. Reprogramming was attempted by the pt but did not help alleviate the shocking and stimulation in the wrong location. Additional info has been requested, but was not available on the date of this report.